Manufacturer narrative:
Medwatch is corrected with recall number (B)(4). The customer did not return any materials for investigation. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Relevant retention test strips (lot 322641) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The initial reporter stated that they received discrepant results for one patient tested with a coaguchek inrange meter (unknown serial number). A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.7 inr. Within 3 hours, a sample from the patient was tested using the meter, resulting with a value of 5.2 inr. A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.5 inr. Within 3 hours, a sample from the patient was tested using the meter, resulting with a value of 3.7 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The reporter's product was requested for investigation and replacement product was sent to the reporter.